Event description:
During a wedge resection of malignant face lesion, nasal cannula o2 on with mac anesthesia, bovie used and experienced small flash fire. Pt had 1st degree burns to face approx 50% with singed eyebrows. Recovered without further difficulties.